Manufacturer narrative:
Sensor 3mh00rj2d2w has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating and was unable to self-treat, requiring third-party administration of unspecified "oral meds" and glucose tablets for treatment. There was no report of death or permanent impairment associated with this event.